Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, redness, inflammation, contact dermatitis, pain, infection, and skin irritation covering an unknown part of the skin. The patient contacted a healthcare provider (hcp), and the skin reaction was treated with a prescription of an oral antibiotics, and unspecified steroid cream. Besides this also a barrier cream and a non-hydrocolloid dressing was applied. No additional event or patient information is available.